Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.